Event description:
The customer reported an intermittent ECG waveform but did not specify if it was lead or pads. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported an intermittent ECG waveform but did not specify if it was lead or pads. There was no negative pt impact. Philips made attempts with the customer to evaluate the device. The customer declined servicing of the device at this time. We are unable to determine the cause of the reported symptom as the customer declined service.